Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope pipe channel was clogged with brushes and nozzle had foreign material. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause cannot be determined. Deformation of the internal channel may have caused the cleaning brush clogging. The cause of the foreign material remaining was unable to be specified from the complaint information since no anomalies leading to the foreign material remaining were observed. It was unknown whether reprocessing was properly practiced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use: instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ section 3.5, ¿manual cleaning.¿ olympus will continue to monitor field performance for this device.